Event description:
Surgeon advised two nfix rods, implanted on an unk date, were noted as broken. Pt was involved in a motor vehicle accident and the rods apparently broke at that time. Films show the rods to be intact prior to the accident and broken in the first films following the accident. Pt began to complain of back pain immediately after the accident. Rods were removed from pt.

Manufacturer narrative:
Device is under investigation. Info has been requested. A market withdrawal/recall has been initiated on these devices for an unrelated issue.